Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. Unit received with broken belt clip rails and cracked keypad overlay.

Event description:
The customer reported via phone call the insulin pump had power error detected alarm. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The belt clip was damage or broken and middle button and screen was scratched. The self-test was performed and pump error detected. The customer able to clear the alarm and able to complete rewind the insulin pump. The insulin pump will be returned for analysis.